Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 12/19/2025, the cgm was reading 50 mg/dl and the patient relied on the cgm value. The patient felt unwell and fell asleep, the next thing he remembered was waking up in the hospital. He was taken to the hospital by ambulance and the bg was 1000 mg/dl. There was no documentation about the treatment provided or the length of the hospital stay. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.